Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the complaint was not replicated nor confirmed by failure analysis. The instrument was visually inspected internally and externally and no issues were identified. The instrument passed the grip test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, the customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of cadiere forceps instrument found no damage, no missing pieces, no functional issue, etc. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the cadiere forceps instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon noticed that the cadiere forceps instrument's jaws did not open, and non-intuitive motion was also observed. The instrument seemed to be working properly during visual inspection. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the site was not able to provide any additional details related to the event/instrument.